Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited decreased r wave amplitudes. The lead was repositioned several times; however, the issue remained. The lead was removed and replaced. Once removed, blood was noted in the insulation and an insulation abrasion was observed. The patient was stable following the procedure and will continue to be monitored routinely.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.